Manufacturer narrative:
This follow-up report is being filed to relay the correction of when the report was received. Date of report - (B)(6) 2013. Date received by manufacturer - (B)(4) 2013.

Event description:
It was reported patient underwent a knee fusion procedure on (B)(6) 2012 utilizing an alignment jig in which the jig was unstable. Subsequently, radiographs show the screw is not through the proximal hole of the nail. It is not known if a revision procedure will be necessary. No further information has been provided to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Expiration date - unknown; manufacture date - unknown. The product identification necessary to review manufacturing history was not provided.